Event description:
Health care professional reports leak in cassette of homechoice set during prime, prior to pt connection. Hcp noted when alarm received on homechoice machine. Hcp discarded sample and reports no injury or medical intervention.